Event description:
It was reported that before an unknown procedure, the titanium tip broke during the pre-run test and did not fall into the patient's body. Changed to another one but still had the sa were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.